Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient injury.